Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)), during shift check, reportedly displayed a (ua) 20 (position out of range) error message. The user was unable to resolve the issue. No patient was involved with this event.

Manufacturer narrative:
The report of a (ua) 20 (position out of range) error message was reproduced during functional testing of the autopulse platform (sn (B)(4)) and confirmed during archive data review; the root cause is attributed to a stuck driveshaft. The autopulse platform is a reusable device and was manufactured on 28 apr 2011. It has exceeded its expected service life of 5 years. Evaluation of the platform during initial power-up, revealed a ua 20 message. It was indicated that the driveshaft is stuck and not in home position, and a no brake operation was also observed. The clutch plate was deburred. The brake area and the driveshaft were also cleaned. This resolved the ua 20 error message. The archive data was reviewed and confirmed the reported event. As part of routine service during testing, the device was examined and found physical damages. This observation is unrelated to the reported event. After replacement of the damaged parts, the platform was further tested and passed all final specification without error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).